Event description:
The customer reported that their pump screen had blacked out, although it was still lighting up behind the dark screen, and the screen protector was shattered at the corner. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.